Event description:
A report of a pocket revision due to tenderness was received. The pocket was relocated to a more comfortable position, and pt is reportedly doing well.

Manufacturer narrative:
This is the final report.